Manufacturer narrative:
Additional information: d9. DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned in the original case. The returned device was visually inspected and the following was found: roughness- the flange was smooth; internal/external surfaces were smooth. Broken- the blue anchor appears broke off. Delamination- layers were intact and did not separate. Discoloration-the device was transparent. General cleanliness - the returned device appeared to be partially clean. Root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: (B)(4).

Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported by dr. (B)(6) that the patient broke the silent nite device. Additional information received reported that on 12/02/2025, the 19-year-old, female patient woke up and noticed that the device was broken. The device was reported as having broken in the back where the buttons are located; the tray was broken. There was no injury or adverse event experienced by the patient and no intervention was required. It is unknown when the patient stopped using the device and where the reported event occurred. The reported device has been returned.